Manufacturer narrative:
The pump has been returned to animas and evaluated on 01/13/2017 with the following findings: the total daily basal deliveries appeared to be inaccurate due to multiple time and date changes, suspends, and daily temp basal programs. The pump passed a delivery accuracy test and was found to be delivering within range. They keypad was intact and all keys were responding. No hypersensitive or stuck keys were observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 a reporter contacted animas alleging that there was an inaccurate delivery issue with their pump. The reporter alleged that the patient was experiencing blood glucose levels ranging in the high 20 mmol/l to low 30 mmol/l range. The reporter had scheduled an appointment with their doctor to address the blood glucose excursions. The patient¿s healthcare provider stated that there was an insulin delivery issue with the pump. The patient¿s healthcare provider reviewed the patient¿s insertion technique, site rotation, and scar tissue and found no issues with the patient¿s use of the pump. The reporter was unwilling to troubleshoot the pump at the time of the call because the pump had been reviewed with their healthcare provider. The reporter stated that they treated for the hyperglycemic event with insulin injections and changing the site. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of an inaccurate delivery issue.